Event description:
This lead was explanted and replaced due to noise which led to inappropriate shocks. This lead was retained by the hospital. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 15.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was visually analysed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. Due to the dissection, electrical analysis of the returned fragment was not properly feasible. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.